Manufacturer narrative:
Updated fields: b4; d8; d9; g1; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11 corrected field:h8 getinge cannot perform the investigation or any investigation activities. Any recurrences of failures associated with this device will be forwarded to the supplier manufacturing this device.

Event description:
N/a

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit doppler would not pickup a signal. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.